Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient experienced an infection, the location of the infection is unclear. Surgical intervention took place where the entire system was explanted to address the issue. The infection resolved. Surgical intervention took place again where the patient was implanted with a new system/ effective stimulation was restored.